Event description:
It was reported that during a lap appendectomy the device delivered inconsistent staple formation across all staple lines. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device cut completely but only stapled part of the way. The surgeon reports there was no difference in the way the device fired. It appeared to fire fine. Once it was removed, they found an incomplete staple line. The deployed staples were formed correctly. On what tissue type was the device used? At what location on the tissue? Across appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.